Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables, wall adapters and computer usb ports. The customer's blood glucose was 137 mg/dl. An additional usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue persisted with an additional usb cable; however, no additional information could be obtained.